Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507645 implantable pacing lead, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's son said that recently his father's pacemaker has been "firing" all the time and it is working nonstop. The device remains in use. No further patient complications have been reported as a result of this event.